Event description:
It was reported that a patient presented with myopotentials over-sensing and signal artifact noted on the implantable cardioverter defibrillator. The patient was scheduled for lead evaluation. The patient was stable throughout.